Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: 14 jpeg images were provided. Date of images appears to be an overlay, unable to confirm can dates unable to confirm consistent patient positioning and/or centerlines of measurements. In the 3d vr images, it does appear the proximal edge of the device migrated inferiorly. Confirming the statement above. With the images provided, it appears the common iliacs expanded but due to the lack of dicom images to confirm patient positioning/centerlines, I cannot confirm the sizing to be accurate. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an inflammatory aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2025, migration of the proximal side of the trunk-ipsilateral leg component and expansion of the bilateral common iliac arteries were observed on a follow up imaging. On (B)(6) 2025, a reintervention was performed, two stent grafts were placed proximally to treat the migration, and stent grafts were placed bilaterally on each distal side to treat the expansion of the bilateral common iliac arteries. The patient tolerated the procedure.